Manufacturer narrative:
Investigation conclusion the provided lot number was not associated with the reported product. Therefore, we performed a search for similar complaints of the reported problem. A review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting discordant sars result on a patient that has been symptomatic for 3 days. Customer states the patient tested negative the day prior by a dr. Office test and 1 day later tested sars positive on quidel qv. No confirmation testing has been performed.